Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Customer returned (1) loose 1/2cc, 12.7mm syringe. Customer states that the barrel was found to be cracked in one product. The returned syringe was examined and exhibited a piece of the barrel broken off ranging from the 0-15 unit markings. Unable to perform DHR check for barrel damaged/cracked due to unknown lot number. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe barrel was cracked. The following information was provided by the initial reporter, translated from japanese: "this is a report about a damaged barrel. According to the customer's report, the barrel was found to be cracked in one product."